Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No motor error alarm noted. Motor passed motor test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 500 mg/dl. Customer stated that she corrected her blood glucose by insulin pen. Customer stated that motor error alarm recurred for 2 times. Customer stated that she was unable to complete rewind process. Customer stated that there was insulin leaks in the reservoir compartment . The insulin pump will be returned for analysis.